Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corner.

Event description:
The customer called and reported the insulin pump screen went blank and a compromised force sensor system alarm was received. It was found the drive support cap was sticking out. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.